Event description:
The plaintiff's attorney alleges that the pt experienced sudden cardiopulmonary arrest within 24 hours of last dialysis treatment and subsequently expired, which is alleged to have been caused by the granuflo product administered to plaintiff for dialysis.

Manufacturer narrative:
This is one event for the same pt involving two separate products.